Event description:
It was reported that a representative returned a monopolar curved scissors instrument tip cover accessory used during a davinci s surgical procedure at the site for evaluation. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00473.

Manufacturer narrative:
The instrument was not returned for evaluation. Engineering observed a sign of arcing and a mechanical tear on the tip cover accessory used in conjunction with the instrument, which may have caused a path for arcing to occur.